Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration and suspected fluid leaking during a procedure. However, the aspiration was confirmed at 550mmhg, and no leaking in the system was observed. The case was completed with no harm to the pt. Add'l info has been requested.